Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7077773 UDI: (B)(4).

Event description:
It was reported that the leads of the patient had migrated which was confirmed thru imaging. The patient underwent a lead replacement procedure. The patient was doing well postoperatively and the explanted devices were disposed by the facility.